Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient "removed one" and put a non-manufacturer implant in. Patient clarified they had "one side done that was [manufacturer's]" and stated their second surgery they had the second manufacturer lead put in and reported they got a staph infection (patient clarified they got staph infection with implantable neurostimulator (ins) that was removed on (B)(6) 2019. Patient reported their third surgery they removed a lead and put a non-manufacturer lead on the other side, so patient stated they now have a mixed system. Patient clarified their mix system includes that they have a manufacturer lead, a non-manufacturer lead, with a nonmanufacturer ins. Patient clarified they do not have a manufacturer ins anymore. Reviewed device registration information and difference between implant and lead. Patient mentioned they "started with manufacturer on both sides" (patient did not clarify this). When asked for date of staph infection, patient stated it was not too long after "it was implanted" and stated "she" was worried about it "growing into my brain on the hardwire" and stated it was evident that it needed to be explanted (patient did not clarify this statement).